Event description:
Nurse hung a 1 liter bag of IV fluid at 125 ml/hr around midnight on (B)(6) 2011. About 2 am, the device alarmed for air-in-line and the bag was found empty. Devices were sent to biomed. The customer would like to have the event logs reviewed. There was no pt harm and no medical intervention required. Customer stated that no additional event or pt information is currently available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. The customer stated the set has been discarded and is not available for failure investigation. Log review pending.